Event description:
Physician was attempting to implant a resolute integrity drug eluting stent to a lesion in the rca. No abnormalities were noted during device inspection before use. Negative prep was performed prior to use with no abnormalities noted. The target lesion exhibited slight calcification, slight tortuosity and 90% stenosis. Lesion pre-dilation was not carried out. It was reported that during inflation the pressure suddenly decreased and it was difficult to keep pressure. It was confirmed fluoroscopically that the contrast agent was leaking from the shaft of the device. The physician continued to apply additional pressure to the device and the stent was finally deployed in the target lesion. It was reported that the blood flow at the lesion area was temporarily worsened due to the leakage of contrast agent, but the condition was improved without treatment. No clinical sequelae were reported. Evaluation summary: the distal tip was slightly frayed. The device failed negative prep. A leak was detected approximately 4cm proximal to the guide wire entry port. A longitudinal jagged tear approximately 3.5mm long was found on the transitional shaft. The tear appeared to run from the proximal side to the distal side as there is material bunched at the distal side of the tear. Scratching was also evident on the shaft distal to the tear. Sem analysis was carried out on the tear site which confirmed the jagged characteristics of the tear and scratching on the shaft.

Manufacturer narrative:
Evaluation codes: results related to operational context (no abnormalities were noted during device inspection / negative prep prior to use. Damage noted to the returned device most likely occurred during preparation of the device and/or the attempt to deliver the stent) deformation problem (shaft) evaluation codes, conclusions: operational context caused or contributed to event (no abnormalities were noted during device inspection / negative prep prior to use. Damage noted to the returned device most likely occurred during preparation of the device and/or the attempt to deliver the stent). (B)(4).